Event description:
It was reported that the pump failed volume test, 3-4 ml short, during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was not duplicated due error code 41626 upon start up. The cause of the reported issue is unknown. As a result, the main board and expulsor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, g4: 510k are unknown.